Event description:
It was reported that that the delivery system was difficult to remove. An 8.0-29 carotid wallstent was selected for use in a carotid artery stenting procedure. The lesion was 80% stenosed. During the procedure, the device was difficult to insert and remove over the non-boston scientific embolic protection device (epd). It was noted that the epd had shifted proximally; however, the carotid wallstent delivery system was able to be removed. There were no patient complications as a result of this event.

Event description:
It was reported that that the delivery system was difficult to remove. An 8.0-29 carotid wallstent was selected for use in a carotid artery stenting procedure. The lesion was 80% stenosed. During the procedure, the device was difficult to insert and remove over the non-boston scientific embolic protection device (epd). It was noted that the epd had shifted proximally; however, the carotid wallstent delivery system was able to be removed. There were no patient complications as a result of this event.